Event description:
It was reported that "the iab didn't not inflated fully when starting the therapy. The distal part remained unfolded. " patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for "iab did not inflate fully" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the iab didn't not inflated fully when starting the therapy. The distal part remained unfolded. " patient condition reported as "fine".